Event description:
Complainant alleged that the clinicians were monitoring male pt (age unk), with a mobitz ii - atrioventricular block, but the device screen only displayed a flat line and would not display the pt's electrocardiogram in any lead. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.